Event description:
Ventilator error code zb0041 and zb0042 multiple times prior to error code lb0058. Zb0041 is touch screen blocked and zb0042 is touch screen resumed. After multiple zb0041 the system will error lb0058 because system thinks it has lost communication with the gui (graphical user interface). When powered up the unit rechecks the gui to verify connection. Touch screen had to have something touching it multiple times, or for a prolonged time to cause it to error. Inspected unit, tested unit, tested alarms. Unit is fully functional. No fault found.